Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between june 19-20, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample and fluid was noted inside the housing which indicated leak. Further examination revealed that the clear film-wrap located at the upper part of the bladder was missing. The purpose of the clear film-wrap is to seal the bladder to the stress-member. When the film-wrap is missing, liquid leaks inside the housing during filling. The reported condition was verified. The cause of the leak was due to missing the clear film-wrap during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a part of the top of a large volume folfusor came loose and the liquid flowed past the elastomeric balloon to the bottom of the pump. This occurred during filling with benzyl penicillin solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.